Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting a fluid spill within their orthopat machine. No injury or reaction was reported.

Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting a fluid spill within their orthopat machine. No injury or reaction was reported. Evaluation of the unit confirmed a blood spill within the centrifuge. The issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).